Event description:
It was reported by service report that the power cord was damaged and wires were exposed. No pt involvement or advise consequences are reported.

Manufacturer narrative:
Frayed power cord with exposed wires.